Event description:
Event description guidant received information that during a radio-frequency (rf) ablation procedure this pacemaker inhibited therapy. Upon stopping the ablation procedure, the device reverted back to pacing after two seconds. A product performance engineer was consulted.